Manufacturer narrative:
The following fields have been updated with additional information: initial reporter address: (B)(6). Investigation summary: five samples were received. They all came in sealed packaging blister. Visual inspection was performed finding them all good. No defects were observed. Leak testing was performed on the samples and they all passed, therefore failure mode could not be verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for the lot# 8270763 for the same defects or symptoms. There was no documentation of issues for the complaint of batch # 8270763 during the production runs. Root cause description: undetermined.

Event description:
It was reported that bd 60ml syringe luer-lok¿ tip the syringe they use to draw up medications are not sealing properly between the plunger and barrel of the syringe. This is causing the medication to leak past the plunger.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd 60ml syringe luer-lok¿ tip the syringe they use to draw up medications are not sealing properly between the plunger and barrel of the syringe. This is causing the medication to leak past the plunger.